Event description:
It was reported that a vascular stent was deployed approx 100 mm in the left sfa when the trigger became unresponsive. The handle was disassembled and a hemostat was used to pull on the wire to completely deploy the stent. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.